Event description:
During pulling of the balloon pump groin sheath, the sheath had decimated and was unwinding. The manufacturer of this device will sanitize the item in their laboratory, perform a detailed analysis and provide a written evaluation report. They will not disassemble the product for further evaluation without our approval. If requested, they will return the product to us.